Event description:
Information was received from a consumer who reported the wireless recharger (wr) wasn¿t charging and the wr indicator lights were s crolling up and down continuously. In addition, the wr power button didn¿t respond when they pressed it and the issue persisted whether the wr was docked or undocked. During the call the wr was reset and docked and undocked, but the issue persisted. It was confirmed they were using the wr cable that came with the equipment and the indicator led on the back of the dock was lit green. The issue had this issue with prior wr¿s but had been using the same dock and thus a new dock was going to be sent. Additional information was received from the consumer reporting they received the dock replacement but the wr is still blinking green and does not power on. The called stated the patient has received multiple recharger and stated they work but then after a couple day the issue happens. Pss redirected the patient to their hcp or a medtronic representative. It was reported that the wireless recharger (wr) when placed on the dock the battery lights are flashing repeatedly. The caller tried two different docks and the wr does the same thing on both docks. When removed from the dock the battery lights on the wr stopped flashing. The patient had the wr on the dock overnight. With the wr out of the dock, technical services specialists (tss) had the caller attempt to press and hold the power button to reset the wr. The wr did not respond after holding the button down for 45 seconds. Tss had the caller try to reset the wr while it was on the dock. The caller indicated that when in the dock the battery lights continued to flash and when removed from the dock the battery lights turned off. When the power button was pressed after the attempted reset the wr did not respond. The issue was not resolved through troubleshooting. Additional information received from the consumer reported the new wireless recharger worked fine until last night when the same issue started again (green light continuously scrolling up and down on battery indicator). The wireless recharger (wr) had a reset performed while it was docked and undocked, but it didn¿t resolve the issue. It was confirmed the wr was kept charged and docked when not in use. A new wr was going to be sent, but if the issue wasn¿t resolved they were told to contact their healthcare provider (hcp).

Manufacturer narrative:
Continuation of d10: product ID wr9200 lot# serial# (B)(6), section d information references the main component of the system. Other relevant device(s) are: product ID: wr9200, serial/lot #: (B)(6) h3: analysis of the wr9200 (serial number (B)(6) revealed device was unresponsive. Flash sector read/write protection bits have become set. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.